Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug via an implantable pump. The indication use was for spinal pain. It was reported that they have been having a lot of problems and not getting much help from their doctor, so their pump nurse told them to call medtronic. The patient stated that the nurse stated that they do not fill the pump that often and told patient to ask medtronic if the medicine was going into their system instead of going through the pump. The patient questioned the pump at the beginning because the doctor broke 2-3 catheters while tunneling, had an issue at the implant. The doctor could not implant the pump where they agreed so the pump was in their ribs. The patient stated that they lean over stuff all day for work and where the catheter comes into the pump was at the 12 o'clock position so when they bend over, it hits the hip bone and can feel it pop over their rib cage. The patient stated that from the beginning they did not have much luck with the pain relief, so the doctor kept turning them up and down. The patient mentioned that they kept having issues. The patient could not pee or breathe, so they turned the pump down. At fi rst, the doctor told the patient that it had nothing to do with the pump, but that the patient had other issues, so they had to go to the hospital, who told the patient they were being overdosed. The last time the patient went to the emergency room (ER), they made the patient go to saint louis where the pump was implanted because they did not want to see the patient due to their pain pump. The patient mentioned a spinal cord leak and had to do a blood patch, but it did not work so they did another blood patch, and it finally worked, but ever since then, the patient has not had any relief. The doctor switched the patient from dilaudid to prialt, and then back to dilaudid, but nothing seemed to help the patient¿s pain. The patient mentioned that they lost feeling in their feet and found out because their parrot would bite their feet and pop their toenail off, but the patient did not feel or notice it. One day, they were welding and caught their shoe on fire and burnt their foot bad but did not feel it or notice it until they saw it. The patient told themselves they just had nerve damage. The patient's pain is uncontrollable and shooting down their legs. The patient was to ld by the nurse that they had a similar situation with another patient who got a catheter dye study done and found the catheter was pulled out and all messed up so the patient might also need a catheter dye study done. The patient reported at the catheter dye study, the doctor could not draw any spinal fluid and was unable to draw any fluid from the catheter line through the port of the pump, and could not push dye through, so the doctor did an epidural with a 22-gauge needle. They failed to draw spinal fluid but were using fluoroscopy and confirmed they were in the l2/l3 space. The patient was given a fentanyl test trial which worked for 30-60 minutes but then it stopped. The patient inquired if there could be a buildup of catheter in their spinal cord like the doctor said it could possibly be and has talked to family doctor about this. One time, when the pump was turned down, they were puking, hurting, couldn't get out of bed, and had many increases and decreases since the implant. The patient stated that their neurosurgeon put a screw in their s1 nerve root during a fusion surgery and had to have a revision a week later. The patient has also had many surgeries in the past. The patient¿s blood pressure has been high, but their chart does not say it's high, so they lost trust and took pictures of what the blood pressure machine says. The patient declined physician listings, as they know nobody will help them. The patient stated that they saw a doctor off book in paduca who told them the pain pump was at was not in a good spot and it was not right. The patient stated that cedar court imaging denied doing the magnetic resonance imaging (MRI) because one of the patient¿s pain pump pulled out of their stomach so now MRI was scheduled at a local hospital. The patient stated that they told MRI facility about medtronic representative post-MRI interrogation like they have in the past and mentioned a few times during previous mris that their pump has not restarted. The patient mentioned they had to wear a vest when getting an MRI before. The agent did not attempt to further clarify due to the patient¿s escalation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the patient¿s symptoms were not related to the pump or therapy. The cause of the patient's symptoms was unknown. The physician performed blood patch, side-port, and magnetic resonance imaging (MRI). The physician is waiting for the MRI, so they do catheter study. The cause of the pump and the catheter issue was unknown. The issue was not resolved.